Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown glenoid head lot #: unknown. Item #: unknown unknown baseplate lot #: unknown. Item #: unknown unknown humeral liner lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial reverse shoulder replacement surgery on an unknown date. The patient was revised due to a fracture of the humerus. The stem was replaced. Attempts have been made and no further information has been provided.